Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and identified the problem as transport step lost which caused plate wells not to be aligned with syringe. Cleaned and lubricated shaft and adjusted belt's tension. The instrument was inspected and tested without further problem, and returned to expected operation.